Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 4 years, 6 months, 9 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with heart failure symptoms. The patient underwent a successful valve in valve (viv) procedure with a 20 mm sapien 3 ultra resilia valve due to severe central aortic regurgitation. Perceived root cause of the regurgitation was noted to be curled leaflets. Per imaging review, there is mild hypoattenuated leaflet thickening (halt) involving all three sapien leaflets, along with mild leaflet calcification.